Manufacturer narrative:
(B)(4). The lot was manufactured from december 12, 2014 to december 17, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified that there was a black particle, approximately 0.02 mm in length, embedded in the reservoir. The particulate matter was too small to determine material make up. The origin of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained a green, foreign particle. This was noted before use. The device was filled with colistimethate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.